Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three devices. Visual inspection and functional testing of the representative samples confirmed there were no abnormalities that would have caused or contributed to the reported condition. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on an open aortic valve replacement , during the suturing the aortomy using the running stitch technique, while the patient was on bypass, the thread of the suture broke. It was also reported that the suture was fraying. Another device was used to complete the case. There was no patient injury.